Event description:
It was reported that a pt underwent a laparoscopic cholecystectomy in 2009. Post-operatively, the pt continued to have pain and sought a second opinion at another facility. In 2009, during the second laparoscopic procedure, a retained plastic measuring 2.5 cm to its greater diameter was found attached to a retained gallstone. The pt has no other history of abdominal surgeries.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.